Event description:
My wife has been on a baxter pd homechoicepro machine for about six yrs. During this time, the authorizing doctors prescribed a nutritional solution to aid in helping my wife to get the recommended nutrition she needs. She has reached the point where she can no longer do the set up of the machine by herself. I the husband have been doing it for the past year and noticed inconsistencies of the readings to my mathematical calculations of what should be logical figures. My problem is, on her last fill cycle she remains with 2500 ml of solution in her peritoneal cavity. During the day approx 6 to 8 hours later, I will connect a manual drain bag and do a drain into it. I weighed the bag on a scale designed/calibrated for this. Most of the drains are less than what went in, some more, may be one out of twenty. The term they use is "uf" ultrafiltration. So I see this as more came out than went in as good. But when the scale reads a few 100 ml, something is not right. Connecting up the pd machine, it is programmed to do an "I drain", initial drain. Nothing that there is more solution in her, I would expect to see what is left of the 2500 ml to be drained. It does not. Now, when I cannot do the manual drain and the machine does, it does not take into account that the pt was left with 2500 ml in her, it only drains what it can then precedes to fill for the first fill cycle of 2500 ml. In my opinion, the machine is not wrong, but should be able to store the required info and treat the next days cycle appropriately. My other problem is I can't get the medical personal involved, to understand my concerns. My wife is not maintaining life and is getting worse. I know the drain problems are most likely the pt's in catheter blockage, etc., but the machine should detect this and alarm or stop any overfill. [Iipv] I hope this makes sense to someone. Hospice has stepped in to help.